Event description:
It was reported that the patient's left ventricular (lv) lead was recording high, unstable, intermittent thresholds. The patient's lv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 407652 lead; implanted: 2006 (B)(6). (B)(4).